Manufacturer narrative:
The involved argon plasma coagulator (apc), electrosurgical unit (esu), and footswith were evaluated. The findings were as follows: apc: the unit was inspected/tested. There were no issues with the coagulator that would have caused or contributed to the reported. However, the apc was found to be leaking argon gas. The leaking was caused by a nonconforming gas control module (also referred to as a control block). Upon replacing the control block, the leaking ceased. After the repair, a technical safety check was performed on the unit to confirm that all features are functioning properly. The coagulator meets specifications. Finally, no anomalies were found in the device history record (DHR) for the apc. Esu : a technical safety check was performed on the unit. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications on the generator. In addition, no anomalies were found in the DHR of the esu. Footswitch: the accessory was inspected/tested. The report of the coag pedal of the footswitch not deactivating could not be reproduced. However, the switch under the pedal was found to be worn in a fashion not commonly observed and less force was necessary to keep the pedal engaged. As a result, it is possible that the worn condition of the footswtich's pedal caused the reported problem. Therefore, the footswitch is being sent to the manufacturer (our parent company, erbe elektromedizin gmbh) for a more in-depth analysis. Finally, no anomalies were found in the DHR for the footswitch.

Event description:
It was reported that an vio®3 two-pedal footswitch was involved in a patient incident during a colonoscopy. The footswitch was used with an erbe argon plasma coagulator, apc, model apc 3 [part number (p/n): 10135-000, serial number (s/n) (B)(6)]; an erbe electrosurgical unit (esu, model vio 3, p/n 10160-000, s/n (B)(6); as well as an erbe filter integrated argon plasma coagulation circumferential probe (fiapc circumferential probe, p/n 20132-218, lot number 212660). No information was provided regarding any other accessory used in the procedure. The equipment settings were pulsedapc mode with a 1.0 liter per minute gas flow. During the procedure, the equipment continued to activate (i.e., produce output) after releasing the coag pedal of the footswitch. Therefore, the doctor removed the endoscope with the fiapc probe from the patient. Nevertheless, the patient suffered a small burn on their rectum from the active probe. The burn was treated by the staff, and the patient was sent home.